Manufacturer narrative:
Analysis of production: (3331) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109) the review of the historical data indicates that no other similar complaint was reported for the same serial number and reported failure mode. Trend analysis: (4110) the overall 24 month product complaint trend data for the period apr 2019 through mar 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a.

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate and during inspection, found fiber optic cable connector broken. Replace (0012-00-1562) cbl assy,fo sensor extension, then verified proper function. Subsequently, the stm perform all functional, pneumatic and electrical safety tests. Unit passes all tests. The iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while prepping for use the cardiosave intra-aortic balloon pump (iabp), the user was not able to plug fiber optic cable. Since patient was not connected to the iabp, there was no patient involvement, and no adverse event reported